Manufacturer narrative:
(B)(4): physio-control evaluated the device and three batteries that were in use during the event. Physio observed proper device operation through functional and performance testing. However, the three batteries that were in use during the event were completely charge depleted. A clinical review of the event download and investigation results attributed the cause of the reported incident to use error. The device was in use in advisory mode and lost power seven times due to a low battery condition. There was no indication that the device operator replaced the depleted batteries with fully charged batteries during the event.

Event description:
It was reported that following delivery of 200j, defibrillation shock to a pt, the device showed "low battery" and a second defibrillation shock was not possible due to the device power loss. The pt downtown was unk. The pt was not revived. There were no further details on the event and/or the pt provided. Physio-control's clinical review of the reported event determined that the device may have contributed to the pt outcome as defibrillation was needed but the delivery was delayed greater than 30 seconds.